Event description:
It was reported by the physician that she had attempted to interrogate several pts today and could not get her programming system to work properly. She kept getting an error message when she tried to interrogate. Troubleshooting steps were performed but was still not able to interrogate. New programming system was sent to the physician and the old system was sent back to manufacturer which is currently undergoing product analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.